Manufacturer narrative:
During a revascularization procedure 3 in.pact admiral balloons were used in the left sfa , approximately 1 year later one in.pact admiral balloon was used in the left sfa. Approximately 20 months post the first revascularisation procedure the patient suffered restenosis of the left sfa and angiography marked thrombus burden. The patient was treated with revascularization and rotarex. The event was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a target lesion revascularization procedure, one in. Pact admiral paclitaxel eluting balloon catheter was used in the left sfa. Two months later another target lesion revascularization was carried out using 4 in. Pact admiral paclitaxel eluting balloon catheters in the right sfa. Approx 10 months later the patient suffered from claudication. Ultrasound indicated high grade stenosis of the proximal right sfa adductor canal. Both limbs were treated with a target lesion revascularization where pta was carried out. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.